Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that all leds of the front panel were blinking due to a faulty scope sensor. In addition, the evaluation also found error e300 coming on the screen; the lens base screw thread found deformed and cannot open s socket hence need to replace lens base; heavy dust inside the unit; tank socket found rusty. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that an "e300" error occurred on startup. Upon inspection and testing of the returned device, it was found that all leds of the front panel were blinking. This report is submitted due to the front panel lights blinking. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty scope sensor cannot be identified. Olympus will continue to monitor field performance for this device.